Event description:
Info received alleges the casters will roll after the brake is set. No injury reported.

Manufacturer narrative:
Stretcher located in bed repair. Recommended that the casters be replaced. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.